Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 44. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device codes: problem code 1069 captures the reportable event of cutting wire break. Visual examination of the returned device revealed that the cutting wire was broken and blackened. Additionally, the working length and cutting wire were found to be kinked at proximal section. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. On the other hand, the failures encountered (working length and cutting wire kinked) are issues that could have been caused due to excessive manipulation of the product by the user or the interaction with other devices during the procedure. Therefore, the most probable root cause is cause traced to component failure since the issue was associated with expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 01:11 pm CT. The report number is being corrected from: 3005099803-2018-61987 to: 3005099803-2018-61122.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 44. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.